Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) battery was dead. The patient stated that they were trying to charge it now but could not get it to turn on. The patient mentioned that the battery could have depleted when they stepped on the vacuum cord or when they drove under massive power lines, but that its never took them down to nothing before. It was noted that the patient would use their ins 24/7 and that it had not been turned off in 16 years. The patient stated that it was a vital part of their pain management and that now they were suffering. No further complications were reported or anticipated. Indication for use is unknown.